Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. In addition, the patient had episodic bradycardia and developed a stitch abscess. There was pseudomonas as a result the patient was hospitalized and was treated intravenous antibiotics. Once treatment was completed, the patient was hospitalized again. A revision was performed and the pacemaker was explanted. No additional adverse patient effects were reported.